Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. On 14-feb-2025 apifix was informed that patient #(B)(6) "complained of pain in the thoracic spine. The decision was therefore made to explant. The first treatment was on (B)(6) 2023. The explant was performed with two small incisions and went very well." Device not being returned to manufacturer. The risk of pain is a known risk. Pain associated with scoliosis is well described in the literature regardless of having corrective surgery. Pain can also be a transient complaint associated with the surgical procedure or be secondary to device failure, infection/inflammation, curve progression, screw pull-out, loosening, migration, protrusion, and prominence. This risk has been assessed and found to be acceptable. The event of pain is addressed in the IFU (dms-4472 rev g) as a warning and as potential risks associated with the mid-c system and spinal surgery generally. Apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.

Event description:
On 14-feb-2025 apifix was informed that patient #(B)(6) "complained of pain in the thoracic spine. The decision was therefore made to explant. The first treatment was on (B)(6) 2023. The explant was performed with two small incisions and went very well."